Event description:
The pt reported elevated blood glucose readings of up to 280 mg/dl due to an air bubble in her insulin cartridge. She stated she does not prime air bubbles out but turns her insulin infusion device upside down to keep the air bubble out of the infusion set tubing. The pt was advised to always prime with her infusion device upright to allow air bubbles to go out through the tubing. While on call, the pt was able to successfully prime out air bubbles in the cartridge. The pt also stated she usually uses only her abdomen area for her site location, and she thinks she has scar tissue. On follow up, the pt stated she is still experiencing elevated blood glucose levels. She stated she noticed a champagne size air bubble but, instead of priming it out, placed the infusion device upside down. The pt was reminded of the previous conversation and again was advised to prime out any air bubbles through the tubing. The pt also stated she has had a cold for about 1 week. The pt called again for assistance in setting up another basal profile as her doctor changed her basal rates while she is sick. The pt was sent courtesy cartridges and adhesive dressings. No product was requested to be returned for evaluation

Manufacturer narrative:
No product will be returned for evaluation.